Event description:
The customer reported that during a training presentation, the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The 3rd party biomedical engineer advised physio-control that they reseated all of the pcb assemblies within the device and observed proper device operation through functional and performance testing. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). The initial medwatch report should have a date of (B)(4) 2011.